Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that keyboard was defective. The field service engineer (fse) identified a loose universal serial bus (usb) cable and reseated the connections, which temporarily resolved the issue. Several nurses tested the system, and it functioned correctly. The fse was called back due to the issue recurring. Upon returning onsite, the keyboard was replaced and tested with pharmacy staff. The system worked fine with the new keyboard, and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es keyboard was not working.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.